Event description:
A surgeon reported the cannula came off the syringe along with the luer lok adaptor. There was no pt impact associated with this event.

Manufacturer narrative:
All syringes were visually inspected after filling. Non-conforming syringes were rejected. A functionality test was performed on retention samples; retention samples met specifications. One other facility has reported a similar complaint in this lot of product. Investigation of the returned sample including root cause analysis is in progress. A supplemental MDR will be filed, when add'l info becomes available. The proper device assembly procedure per the directions for use (dfu) was reviewed with the facility. Add'l info was requested on 08/08/2008 and 08/15/2008 by phone and mail. A completed questionnaire was received on 08/14/2008.